Event description:
Lotus post-marketing surveillance (pms). It was reported that endocarditis, right bundle branch block (rbbb), complete atrioventricular (av) block, cardiac arrest and death occurred. A 23mm lotus valve was implanted. In (B)(6) 2017, endocarditis occurred. Four (4) days later, rbbb and complete av block occurred. A temporary pacemaker (t-pm) was placed. The av block showed improvement following t-pm insertion. The following day, the patient experienced a ventricular fibrillation cardiac arrest. Two (2) cycles of cardiopulmonary resuscitation were performed with one (1) defibrillation at 200j. The patient recovered. In (B)(6) 2017, the aortic valve (av) and mitral valve (mv) were treated with antibiotics due to gram positive (g(+)) cocci bacteremia in the vegetation and blood culture. The patient died due to sepsis from infected endocarditis.